Event description:
It was reported via patient device tracking that the patient's right ventricular (rv) lead had an insulation breach. Additionally, it was noted that the rv lead was sensing noise. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.